Event description:
Home patient (hp) contacted baxter's technical service center to report air infusion during previous automated peritoneal dialysis therapies. The baxter service technician reviewed possible causes with home patient and root cause could not be determined. Due to this, the hp's machine was swapped. Follow up with the hp indicated patient experienced chest and stomach pain in 2002. The hp stated they went to the emergency room and nothing unusual was noted. Hp contacted their healthcare professional and the hp was advised on positional exercises to help expel air during follow up treatments. The hp was also seen at the clinic where their catheter and connections were evaluated. Nothing unusual was noted with these connections. The patient completed 2 manual exchanges at the clinic where the presence of air was verified by the hp's rn. The patient received vicodin, to be taken as needed for pain. Follow up with hp's rn indicated patient symptoms have improved.